Event description:
Healthcare professional reported left side "axillary nodules", "silicone adentis", "calcifications", "mastalgia", "capsular contracture" baker grade unknown. Device remains implanted. Healthcare professional reported patient took "ibuprofen 800mg for 12 days."

Manufacturer narrative:
Continued h.6 health effect impact code: f2303 medication required. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of lymphadenopathy, capsular contracture, baker grade unknown are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration, lymphadenopathy, capsular contracture, baker grade unknown